Event description:
Due to technical issues with the acknowledgments, resending follow up 1 as follow up 2. Case description: investigation results: name: levemir flextouch, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novofine 30g x 8 mm, batch number: 11h10x. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Name: novofine 30gx8mm 100pcs, batch number: 17k08m. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Manufacturer's comment updated. Company comment: 11-jan-2019: since no faults were found on the returned device novofine 8mm (30g) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for theexperienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). All the reported events are assessed as listed except fever which is unlisted according to the novo nordisk current reference safety information on levemir flextouch. This single case report is not considered to change the current knowledge of the safety profile of levemir flextouch (insulin detemir). Evaluation summary: name: novofine 30g x 8 mm, batch number: 11h10x.. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles.

Event description:
Case description: investigation results: name: levemir flextouch, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novofine 30g x 8 mm, batch number: 11h10x. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Name: novofine 30gx8mm (B)(4) pcs, batch number: 17k08m. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle the needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Manufacturer's comment updated. Company comment: 11-jan-2019: since no faults were found on the returned device novofine 8mm (30g) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). All the reported events are assessed as listed except fever which is unlisted according to the novo nordisk current reference safety information on levemir flextouch. This single case report is not considered to change the current knowledge of the safety profile of levemir flextouch (insulin detemir). Evaluation summary: name: novofine 30g x 8 mm, batch number: 11h10x. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed. Nothing abnormal was found. Microscopic examination performed. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. The needles tested for flow with measure threads. The product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): fever (pyrexia); hives (urticaria); rash; the pharmacy dispensed needles that were expired in jul-2018 (device dispensing error); patient used expired novofine (expired device used). Case description: this serious spontaneous case from the united states was reported by a medical doctor as "hives" beginning on (B)(6) 2018, "fever" beginning on (B)(6) 2018, "rash" beginning on (B)(6) 2018, "the pharmacy dispensed needles that were expired in jul-2018" with an unspecified onset date, "patient used expired novofine" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with 2 batches of novofine 8mm (30g) (needle) from unknown start date due to "device therapy", levemir flextouch (insulin detemir) from unknown start date and ongoing for unknown indication (dose and frequency unknown). Patient height, weight, body mass index not reported. Medical history was not provided. Treatment drug: benadryl, IV antihistamines and antibiotics (non-codeable). Since an unknown date the patient was receiving therapy with levemir flextouch and novofine 30g 8mm. On an unknown date, the pharmacy dispensed expired needles from 2016 which were used by the patient. In (B)(6) 2018, the patient experienced rash that spread and developed into hives with a fever and as a result patient was hospitalized and treated with intravenous IV antihistamines, IV benadryl and antibiotics. Action taken to levemir flextouch was not reported. Action taken to both novofine 8mm (30g) was not reported. The outcome for the event "hives" was recovered. The outcome for the event "fever" was recovered. The outcome for the event "rash" was recovered. The outcome for the event "the pharmacy dispensed needles that were expired in jul-2018" was not reported. The outcome for the event "patient used expired novofine" was not reported. Batch number of both novofine was available and batch number of levemir flextouch requested and not available. Company comment: all the reported events are assessed as listed except fever which is unlisted according to the novo nordisk current reference safety information on levemir flextouch. This single case report is not considered to change the current knowledge of the safety profile of levemir flextouch (insulin detemir). Reporter comment: the pharmacist noted causality as unknown for both products but inquired on whether the expired needles could have caused this.